Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that femoral venotomy closure was completed using the preplaced sutures of a proglide device after a successful mitraclip procedure. Reportedly, immediately after the mitraclip procedure, common femoral arteriotomy was attempted for percutaneous coronary intervention. There was difficulty accessing the femoral artery and bleeding was seen at the access site. A computerized tomography scan revealed the profunda artery was transected. The physician opined the patient anatomy was such that the artery was anterior to the vein. While getting access to the vein, the needle went through the anterior wall of the artery (profunda) and then through the posterior wall of the artery and into the vein. A wire went to the vein and the sheath drew out venous blood so it was very difficult if not impossible to know the artery was compromised. This was not realized until the end of the case when the mitraclip guide was removed and it was difficult to obtain hemostasis. An atrium 7 x 22 stent was placed but bleeding continued. A coiling procedure was performed to stop the bleeding at the profunda artery. Blood transfusion was performed. There was a two hour clinically significant delay in the procedure due to the stenting and coiling procedure. It could not be confirmed if the proglide suture had completely closed the femoral venotomy site. The physician is reportedly trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. The reported difficulties appear to be related to user technique and the patient effect/treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.